Manufacturer narrative:
The ca2 reagent lot number was 717259 with an expiration date of 30-jun-2024. The field service engineer (fse) adjusted the cell blank measurement, cleaned all the rinse unit tubing, and checked the cuvettes for overflow and crystallization. Calibration was acceptable. The fse ran a sample for ca2 fifteen times with acceptable results. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for ca2 on a cobas 8000 c 702 module. Patient 1 initial result was 12.54 mg/dl. The repeat result was 13.35 mg/dl. The sample was repeated on a different c702 module with a result of 9.7 mg/dl. Patient 2 initial result was 12.19 mg/dl. The repeat result was 9.03 mg/dl. Patient 3 initial result was 13.39 mg/dl. The repeat result was 9.84 mg/dl.